Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. As received the returned ipg successfully communicate with a lab pt programmer but failed for autotest. The ipg was functionally tested on the automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. The returned ipg failed autotest on multiple channels. The x-ray showed that the ipg header had broken feed through wires on all 16 channels. Microscopic inspection of septums found that the lower septum had missing setscrew. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg was explanted and replaced due to unk reasons. The pt reported effective stimulation coverage postoperative. Although the ipg was explanted and replaced for unk reasons, a defect was identified during analysis of the explanted ipg.